Manufacturer narrative:
Related components of device system:model number/ catalog number: 720185-01,serial number: n/a,batch/ lot number: 1000226879,model/ catalog description: reservoir flat iz 100 ml.

Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) procedure due to unknown reason. The deice was removed and replaced with a new ipp. No information regarding the patient's outcome was provided. No more information is available at the moment, additional information was requested and will be provided as relevant information becomes available. Additional information received. The ipp was replaced due to the previous cylinders eroded.